Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned implant shows signs of wear. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr femoral, catalog # 183030, lot # 231010; biomet modular tibial locking bar, catalog # 141205, lot # 759920; tibial plate, catalog # 141234, lot # j3465523; cobalt g-hv bone cement 40g, catalog # 402283, lot # 232350; cobalt g-hv bone cement 40g, catalog # 402283, lot # 156410. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-03034, 0001825034-2019-03033.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient underwent a manipulation procedure due to stiffness approximately one year post-implantation. The patient underwent a revision procedure approximately one year later. During the revision procedure, the surgeon noted the tibia was essentially loose and easily removed. The implant had failed at the cement implant interface. All the implants were removed and replaced with competitor product.